Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and found that the screen intermittently would turned off. The service representative advised replacement of the motor controller and several other pcb's, as well as the display and cables due to the age of the unit. The customer has not yet decided whether to move forward with the repair or replace the pump entirely. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 roller pump alarmed and displayed an error message on the central display module during priming. There was no patient involvement.